Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: fourth coil was deployed into ruptured aneurysm, could not get entire length of the coil into the aneurysm, approximately 1cm of coil remained protruding on each of 3 attempts. Increased friction felt manipulating coil in advanced straight microcatheter, so attempted to remove coil. However, the pusher wire of the coil snapped proximally. Distal fragment of coil and pusher wire were removed with a snare and the remaining tail of coil was stented in place to successfully complete the procedure. Surgical intervention in form of stent being deployed, however no adverse effects to patient noted as a result of this procedure. No change to mrs pre / post procedure. Procedure performed: acom aneurysm embolisation.

Manufacturer narrative:
Items returned for evaluation: -pusher. -introducer. Items not returned for evaluation: -implant. -shrink lock. -dispenser hoop. -microcatheter. The visual analysis of the returned device found the pusher returned broken at the transition area, the pusher hypotube kinked at the proximal section, and the proximal connector broken at the distal and proximal end. The distal portion of the pusher and the implant were not returned for evaluation. The investigation found the pusher returned broken at the transition area, the pusher hypotube kinked at the proximal section, and the proximal connector broken at the distal and proximal end, which is consistent with the alleged product issue. The distal portion of the pusher and the implant were not returned for evaluation. The broken condition of the pusher is consistent with the device experiencing force that exceeded the device's tensile strength, resulting in the pusher breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the hypotube kink, but the kink is consistent with the device experiencing forces exceeding the hypotube's yield strength. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
As reported: fourth coil was deployed into ruptured aneurysm, could not get entire length of the coil into the aneurysm, approximately 1cm of coil remained protruding on each of 3 attempts. Increased friction felt manipulating coil in advanced straight microcatheter, so attempted to remove coil. However, the pusher wire of the coil snapped proximally. Distal fragment of coil and pusher wire were removed with a snare and the remaining tail of coil was stented in place to successfully complete the procedure. Surgical intervention in form of stent being deployed, however no adverse effects to patient noted as a result of this procedure. No change to mrs pre / post procedure. Procedure performed: acom aneurysm embolisation.